Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic ballon pump(iabp) had triggered an alarm indicating system overheating issue while device was in use. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site address, city) g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Complete event site address- (B)(6). Getinge fse was not dispatched to evaluate the unit. After shutting down and restarting the equipment, it functioned normally. No on-site service was provided; customer feedback indicates no other faults; the equipment is currently operating normally and functions correctly.